Event description:
Reporter indicated a vns pt had a more severe episode of status epilepticus than pre-vns baseline levels. The increase in the seizure level is believed to be due to the vns being at zero output for a peirod of several weeks following a believed programming anomaly event. A flashcard download for data analysis has been requested.